Event description:
It was reported that in-stent restenosis occurred. A synergy stent was implanted in the ostial right coronary artery to treat a 95% stenosed lesion. Three months later, the patient experienced 90% in-stent restenosis of the proximal right coronary artery. A non-boston scientific stent was implanted.